Event description:
During a lap bowel procedure, the doctor used the device for a few minutes and it gave a solid tone and error 5 instrument on the generator screen. Opened another device it worked without incident. Product to be returned for analysis.